Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and pacing impedance measurements greater than 2000 ohms. Fluoroscopy noted that there might be a fracture near the suture sleeve. When the lead was pulled on, it did not move; therefore the lead was deactivated and an epicardial lead was successfully implanted. No adverse patient effects were reported.